Event description:
It was reported that during an atrial fibrillation (afib) procedure, at the maneuvers to confirm ventricular pressure isolation, the physician felt that the movement of the catheter was not the expected. It did not deflect at all. The physician didn't felt that anything broke within catheter. The problem was solved by changing the catheter. The procedure was completed without any patient consequence. On (B)(4) 2013, upon receiving the product in biosense (B)(4) lab, it was noticed that ring #1 appeared to be lifted making this event reportable.

Manufacturer narrative:
(B)(4).